Event description:
Device explanted due to pain at the implant site. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Implant pain was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.